Event description:
The manufacturer received information alleging the nurse call test step had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the device's interface printed circuit assembly had caused the nurse call test step to fail on the device. In conclusion, the device's interface pca was replaced to address the issue. The root cause is confirmed at this time. A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly. Additionally, during the service of the device, the rubber feet were replaced due to missing on the device, which was unrelated to the reportable issue. The base enclosure was reseated for a gap between enclosure which was unrelated to the reportable issue. The rear and front enclosure cases were replaced for physical damage unrelated to the reportable issue. The tubing was incorrect in the device and was replaced unrelated to the reportable issue.